Manufacturer narrative:
Pt sample was returned. Pt sample was evaluated with file kit of different lot number since return of sample occurred after expiration of lot. Abbott's investigation indicates inconclusive ID of antibody to htlv-1. In addition the pt sample was sent to the california dept of public hlth. Cdph results for ripa and ifa were negative for anti-htlvi and anti-htlv ii. This is the final report.

Event description:
Pt was initially tested on 6/5/97 in triplicate on one run. One result was reactive and two results were non-reactive. Results were reported and physician requested blot testing. Blot testing results were positive with p24 and gp46 bands present. Account redrew pt and performed testing on 7/9/97 with a reactive result. Account repeated this sample in duplicate on 7/11/97. Both replicates were non-reactive. Account performed blot testing on this sample. The results were positive with p24 and gp46 bands present.